Manufacturer narrative:
The reported event of guidewire distal tip detached. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used in the ureter during a ureteroscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the distal tip detached outside the patient exposing the metal core wire. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.